Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "the left implant was removed due to capsular contracture. The right was replace during the same surgery¿. Later healthcare professional reported "capsular contracture grade 2" and "rupture". Later healthcare professional reported "implant was ruptured-found during surgery". This record is for right side. Device was explanted and replaced. Device was discarded.